Manufacturer narrative:
Please see previous supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n455694, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: accessory. Product ID :977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead with serial number (B)(4) found that five conductors were broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient's first implant was implanted in the patient¿s leg. The patient got kicked which dislodged it and made it difficult to charge and it needed to be replaced. There were no further complications reported.